Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One osseotite® implant (oss410), one unknown abutment and screw were returned for investigation. There were no allegations against the abutment and screw; the investigation was performed only on the implant. Visual evaluation of the as returned product identified that it was severely fractured across the upper threads and was still engaged to the abutment. Device history record (DHR) review for the lot (628998-5) had revealed no deviations nor non-conformances which could have caused or contributed the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (628998-5) and one similar event or complaint was found. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Implant was removed the (B)(6) 2021, after removal doctor placed xenograft and an absorbable membrane.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Patient sex unknown / not provided. UDI not available.

Event description:
It was reported that the implant fractured at the neck portion after 13 years of having a functional load and without significant occlusal changes of the patient. At the time of the fracture patient bite the crown and fractured the top of a healthy tooth, site 16. Patient will have to return to the practice to remove the bottom portion of the implant and graft the site it is foreseen that the removal procedure will cause bone loss and dehiscence.